Event description:
It was reported that the device base was not responding. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed cracked top case corners and right plunger head case. No errors relating to the reported issue were found in the event history log. Functional testing was unable to replicate the reported issue. The root cause was determined to be the user powering the pump off within 5 seconds after powering the pump on; there was no device issue. No repair was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.